Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The 70% stenosed lesion was located in the non calcified and mildly tortuous right external iliac artery. The sterling otw 8.0 x 40 balloon was advanced to the lesion and inflated 3 times at 12atms for 8 seconds per inflation. The balloon ruptured and a portion of the balloon detached from the shaft of the catheter. Physician tried to retrieve the broken balloon material with a snare and was unsuccessful. Another manufacturer's stent was implanted to secure the balloon material against the vessel wall. Two ultrathin diamond balloons and another sterling balloon were subsequently used with difficulty crossing the lesion reportedly due to a previously placed stent in the right external iliac artery. Three stents and 2 balloons from other manufacturers were also used in the procedure. One of the stents "became loose from its balloon." The procedure was completed successfully. The patient's status is reported as "ok."

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred.the 70% stenosed lesion was located in the non calcified and mildly tortuous right external iliac artery. The sterling otw 8.0x40 balloon was advanced to the lesion and inflated 3 times at 12atms for 8 seconds per inflation. The balloon ruptured and a portion of the balloon detached from the shaft of the catheter. Physician tried to retrieve the broken balloon material with a snare and was unsuccessful. Another manufacturer's stent was implanted to secure the balloon material against the vessel wall. 2 ultrathin diamond balloons and another sterling balloon were subsequently used with difficulty crossing the lesion reportedly due to a previously placed stent in the right external iliac artery. 3 stents and 2 balloons from other manufacturers were also used in the procedure. One of the stents "became loose from its balloon." The procedure was completed successfully. The patient's status is reported as "ok."

Manufacturer narrative:
The device was returned in two pieces. The inner shaft was detached/separated approximately 2 centimeters proximally from the balloon waist and measured 6.5 centimeters in total length. This piece of the inner shaft was also found damaged/accordianed with the accordianed section measuring 5.5cm in length. The balloon catheter exhibited multiple kinks of the shaft. The balloon was detached/separated, and the distal balloon portion was not returned. The remaining portion of the balloon appears to have detached due to the balloon being pinched coupled with an unknown amount of tensile load seen during procedure. It appears the balloon was pinched creating an initial tear in the balloon. This initial tear may have propagated due to the manipulation stresses/loads seen during procedure. There were no indications of product specification non-conformance during product analysis.bscid: a00187115 / tw# 1401791